Event description:
The hcp reported the patient was about a week late in coming into the office for their pump refill and the pump was alarming. The patient had taken 60mg of oral baclofen for upper body spasticity. The hcp stated their office had last refilled the oral baclofen in 2001 as the patient would use it for upper extermity spasms uncontrolled with the pump. Patient came into their office the next day at 830am. The hcp removed baclofen from the pump reservoir, refilled the pump with the same concentration of baclofen as before, and reprogrammed the pump with the 8821 programmer without changes. The patient was fine when they left. The patient was found by their caregiver at approximately 11 pm the same night and the patient was pronounced dead the next day. The medical examiner's office was contacted and they stated the pump was not removed prior to release of the body. The autopsy is pending. A follow up report will be sent when additional information is received.